Manufacturer narrative:
H3: product analysis of part # 8880923, lot # 0791249w: visual and optical inspection confirmed both of the peek tabs of the spacer have broken away from the spacer. There are witness marks on the backside of the spacer indicating that the spacer was impacted. Both tabs on the peek portion of the spacer have broken off indicating that the implant came in contact with bone and was pushed back, causing the ears to break off and that section of the implant to separate. This type of damage is consistent with excessive force. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l5/s1 right side tlif for right l5 nerve root stenosis. It was reported that during cage insertion a piece from the superior side of the implant was viewed as breaking off into the l5/s1 intradiscal space. The cage was still firmly attached to the inserter and was removed. The piece of implant viewed to have broken off the implant was also removed. There was no patient symptom reported. There were no further complications reported regarding the event.